Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed. Analysis of device data by technical services (ts) and clinic showed that the shock was inappropriate due to oversensing of noise in the primary vector. The system was reprogrammed to the secondary vector and shock therapy was turned off. The noise was reproduced in the primary vector with patient movements. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed. Analysis of device data by technical services (ts) and clinic showed that the shock was inappropriate due to oversensing of noise in the primary vector. The system was reprogrammed to the secondary vector and shock therapy was turned off. The noise was reproduced in the primary vector with patient movements. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
"Investigation summary: based on the available information, the root cause of the inappropriate shock cannot be established, as the product has not been returned for analysis as it remains in service.device technical analysis: the device has not been returned for analysis. Analysis of available information including device history and media analysis did not identify a specific complaint cause. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Therefore, the root cause of the reported inappropriate shock cannot be confirmed.labeling review:review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.risk review:a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.